Manufacturer narrative:
The patient was asymptomatic for the index procedure. The target lesion for the index procedure was the proximal left internal carotid artery. The lesion was reported to be: a 90% stenosis, 20 mm length, 7.0 mm vessel diameter, and eccentric. The lesion was pre-dilated. An angioguard embolic protection device was used during the procedure. A precise 9 x 40 mm stent was implanted at the target lesion without any reported difficulty. The residual stenosis was 0%. The patient had no neurological deficit post-procedure when the patient left the angiography suite. There were no reported procedural complications, device deviations or adverse events reported prior to discharge. The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.

Event description:
The report received from the study indicated that approximately ten months after the index procedure for precise carotid stent implantation, the patient expired during dialysis. The event was reported to be unrelated to the study device/procedure. Additional information was requested, but is not available at this time.